Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that the patient is getting an MRI to rule out a stroke (unrelated to their device). The caller was told that the patient's said that they turned off their ins because "it was not helping him". The caller is unsure if the patient is continuing to charge the ins. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and the consumer. It was reported that the cause of the ins not working was unknown. The device worked properly but it never provided pain relief. The patient was on a stim holiday to assess if his pain is changing with the device off. The issue was not resolved. Additional information from the consumer reported that that nobody seemed to have an answer to the issues they were having with the stimulation output. The stimulation was shut off (B)(6) 2018 for 4 weeks to check and see what happened. The patient was still having pain and wanted the stimulator removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is not satisfied with the ins/everything. The patient stated when they turn on the ins it almost knocked him to the ground. The patient stated the "ins overshot, too much juice". The patient then stated he has a good heart and did not kill him. The patient stated "the juice got him screaming". Everyone at the patient's healthcare provider (hcp) office was wondering what in the world happened. The patient stated he felt the stimulation from the tips of his toes, to the tips of his fingers, to his hair. The patient stated that he thought he was going to heaven. The patient has turned off his ins since. The patient then stated his back aches, and the pain is at the end of the lead that goes up to his shoulder to his buttocks is in pain and hurts. The patient wanted to know if it burned his flesh. Patient services reviewed with the patient. The patient also stated he has had 3 operations (trial, then implanting the leads and ins) for the spinal cord stimulator (scs) device and he is in so much pain that he does not know what to do with himself. The patient also noted that he has taken so much pain killers he is now experiencing constipation. The patient's stimulation is currently off and he is still experiencing pain at the lead site. The caller was redirected to follow up with their hcp to address their symptoms. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Date of event inaccurate, only the month and year are valid. The main component of the system and other applicable components are: product ID: 977c165, lot# serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative and consumer. It was reported that the representative checked the patient's impedances prior to an unrelated MRI and the patient reported that their ins hadn't worked since the implant in (B)(6) 2018. The patient was currently on a stimulation holiday. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the therapy did not seem to be working right and that they were in pain. The patient was feeling pain at the lead site. The hcp advised the patient to turn off stimulation for 4 weeks and then turn it back on again to see what happens, but the patient wanted the ins to be removed. No further complications were reported.